Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 496 mg/dl and that hospitalization was necessary as their pump broke. The customer indicated that the pump alarmed compromised force system sensor and the drive support cap was sticking out of the device and not recessed into the unit. Customer indicated that she would contact her doctor to see if a new pump could be provided to them.